Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
It was noted during testing there was an issue with the battery and the unit 'cannot charge electricity'. Fse evaluation revealed the battery was out of stock and a general battery was used with the unit. There is insufficient info to determine if reported issue is related to battery or other issue. There was no reported pt impact.